Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(6). (B)(4).

Event description:
A patient identified in a journal article was revised due to displacement of a non-cemented stem with leg-length discrepancy. There has been no further information provided and the patient outcome is unknown.